Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent which was suspected to be peritonitis, coincident with peritoneal dialysis therapy. The cause of the event was not reported. The patient was hospitalized for suspected peritonitis. The patient was treated with unspecified broad spectrum antibiotics (drug names, doses, frequencies, and durations not reported) for suspected peritonitis. Dianeal and extraneal therapies remained ongoing. The outcome and patient recovery status of the event were not reported. No additional information is available.